Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display.

Event description:
It was reported that the insulin pump alarmed low battery less than 2 days. Customer's blood glucose value was 154 mg/dl at the time of the incident. Troubleshooting was performed and alarm history was checked. The device will be returned for analysis.